Event description:
The patient was revised because of pain, loose femoral component at the bone/cement interface with depuy cement. Poly wear of the liner was noted.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 02/17/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportabillity. According to the medical records, the patient had developed poly wear, osteolysis, and loosening of tibial and femoral components. At this time, the patient's tibial and patellar components are being added to the complaint and reported. The complaint was updated on: 03/07/2016.

Manufacturer narrative:
Update rec'd 02/17/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had developed poly wear, osteolysis, and loosening of tibial and femoral components. At this time, the patient's tibial and patellar components are being added to the complaint and reported. Update rec'd 03/09/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the newly provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.